Manufacturer narrative:
(B)(4). A wallflex biliary rx uncovered stent and delivery system were returned for analysis. The stent was received partially deployed. Visual examination of the returned device found the outer sheath was stretched out in the guidewire access sheath (gas) section. The inner shaft was found kink and was kinking out of gas. Functional evaluation was performed and revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and cutting the tip distally. The outer diameter of the stent was measured and was found to be within specifications. No other issues with the stent and delivery system were noted. The damages noted to the returned device may have been a result of an excessive force applied to the device during attempted deployment. The investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. It may be how the device was handled or manipulated, the interaction of the device with the scope, and/ or very tight patient's anatomy, limited the performance of the device. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx uncovered stent was to be implanted in the common bile duct to treat an obstruction during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was very tight and was not dilated prior to stent placement. According to the complainant, during the procedure post patient sedation, the stent was unable to deploy. The stent was removed from the patient partially deployed on the delivery system. Reportedly, the procedure was not completed because of the availability of the device, and the patient was scheduled for another stent placement in the next seven days. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good and stable. A photo of the complaint device was provided by the complainant, and it shows that the stent was partially deployed and the inner shaft was kinking out of the guidewire access sheath (gas) section. The device has been received for analysis